Event description:
On (B)(6) 2024, rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a facility emv rao200e. The event description provided states that following a capsulotomy (indication unknown), the lens became cloudy necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner.the even information provided states that the patient had cataract surgery with implantation of a rayone emv rao200e on (B)(6) 2024. On (B)(6) 2024, the patient underwent a capsulotomy (indication unknown) and post-operatively, the lens turned cloudy.the iol was explanted on (B)(6) 2024. Half of the device has been confirmed as being available for return for evaluation; however, despite requesting the product be returned, no product has yet been received by rayner for evaluation. Our review of production records for the rayone emv rao200e batch 060156879 showed that all manufacturing and quality checks were conducted with successful results.a review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 060156879.there is currently insufficient evidence and information available to determine the cause of the event. Additional information has been requested from the healthcare facility to facilitate further investigation of the event.